Manufacturer narrative:
The device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a physician, during an embolization of a carotid-ophthalmic 6mm x 8mm saccular aneurysm, an enterprise2 stent (enc402300/ 10703734) was not entirely opened, and upon touching it with the prowler select plus microcatheter, it migrated 2mm distally and was removed from the patient, requiring the use of another competitor¿s overlapping stent. For that reason, the patient had a stroke a few days after, resulting in hospitalization. The distal vessel diameter was 3.5mm and proximal was 4.0mm. The stent migrated distally during catheterization to the 2.8mm m1 vessel. It was reported that the second stent was fully expanded. It was reported that the stroke was due to the foreign body effect of the stents, and possibly the anti-aggregation medication. Symptoms of the stroke were right hemiplegia and speech disturbance. It was reported that the patient was in stable condition after the event with good speech recovery. The devices had been stored as per labeling instructions. It was reported that there would be no product returned.

Manufacturer narrative:
Updated information regarding customer received on 19 june 2017 added to initial reporter phone number: (B)(6). Additional information was provided on 07 july 2017: the enterprise stent was not removed from the patient. Another stent was placed, overlapping the enterprise stent. Conclusion: as reported by a physician, during an embolization of a carotid-ophthalmic 6 mm x 8 mm saccular aneurysm, an enterprise2 stent (enc402300/ 10703734) was not entirely opened, and upon touching it with the prowler select plus microcatheter, it migrated 2 mm distally, requiring the use of another competitor¿s overlapping stent. For that reason, the patient had a stroke a few days after, resulting in hospitalization. The distal vessel diameter was 3.5 mm and proximal was 4.0 mm. The stent migrated distally during catheterization to the 2.8 mm m1 vessel. It was reported that the second stent was fully expanded. It was reported that the stroke was due to the foreign body effect of the stents, and possibly the anti-aggregation medication. Symptoms of the stroke were right hemiplegia and speech disturbance. It was reported that the patient was in stable condition after the event with good speech recovery. The devices had been stored as per labeling instructions. The device was not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Stent migration and stroke are known potential adverse events associated with the enterprise2 stent and are listed in the instructions for use as such. The root cause of the event could not be conclusively determined; however, procedural or device handling factors may have contributed to the event. The IFU cautions: ¿use caution when crossing the deployed stent with guidewires or accessory devices¿. The IFU further cautions: ¿the performance and safety of two or more overlapped stents has not been established.¿ there is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.